Event description:
Event: (cc# 97-00679) the iab was inserted into the pt on 3/22/1997 at 10:00 p.m. Poor inflation and augmentation was reported and the iab was removed on 3/24/1997 at 4:45 a.m. No second was inserted. There were no complications from the event. The pt went on to expire. The iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 6/16/1997. [Pt's current status]: expired - rpt'd 6/16/1997.